Event description:
The manufacturer received the product with no complaint. Analysis results indicated that the capsule failed to attach to the pt.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. The device was returned with the white plunger clip in place. The capsule trocar needle was advanced but no blood or tissue was present. The pull wire was retraced, releasing the capsule from the device. Saliva and other matter were present. The plunger was fully depressed, but the barbs from the plunger shaft were damaged and bent outward preventing the plunger from rotating easily or retracting fully.